Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Additionally, the customer received a power source alert after plugging the pump into a wall outlet. The customer's blood glucose (bg) was 188 mg/dl. The customer was sent a replacement usb cable and wall adapter. Multiple contact attempts were made by tandem technical support to determine if the replacement charging supplies resolved the issues, however no further information could be obtained.